Manufacturer narrative:
Concomitant medical products: 4058m52 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the previously capped and abandoned ventricular lead had eroded through the patient's skin in the left pectoral area below the implantable pulse generator (ipg) site. It was further reported an infection occurred. The implantable pulse generator (ipg) system was explanted, the patient was treated with antibiotics and a replacement system was implanted four days later. No further patient complications have been reported as a result of this event.